Event description:
Reported as a leak. Follow up with the doctor reveals "there is a hairline crack in the port, and a stent crack noted." The doctor drew a picture of the cracks which are noted at the port tubing junction, and the port itself.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/jul/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted a smooth opening on the port tubing located between the post/injection site and the stainless steel connector. The opening on the port tubing may be wear related as there's no clear evidence of surgical damage. This opening may have been the cause of the leakage. "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."